Manufacturer narrative:
Analysis of the returned device confirmed the reported event, when switching on, it does not light up. The issue come from a defective power cable; indeed, the smart monitor can light on with a working power cable. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, the transmitter no longer turns on. It does not react to reset.

Event description:
Reportedly, on 3-october-2024, the transmitter no longer turns on. It does not react to reset.

Manufacturer narrative:
Investigation not completed yet.